Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date. Returned to manufacturer. The reported sion blue was returned for evaluation. The returned sion blue was found bent at approximately 90mm from the tip. The coil was found stretched from the mid solder (set at 20mm from the tip for the purpose of fixing the coil onto the core) to the ball tip. At approximately 6mm from the tip, fractured core came out from a part where coil pitch was widened. To observe the core fracture end, the coil of the distal segment was further pulled. Core-composing straight core wire and twist wire were found fractured at approximately 6.5mm from the tip. Necking was observed on each fracture end of the two core-composing wires, indicating that tensile stress had contributed to the core fracture. Although the core-composing straight core wire and twist wire were fractured at approximately 6.5mm from the tip and the coil was stretched, measurement of the core length indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, tensile stress generated during removal had most likely contributed to the observed core fracture on the returned sion blue guide wire. The applied stress would exceed the product design limit when movement of the guide wire was bound by its tip being prolapsed or trapped in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat a moderately tortuous, moderately calcified 90-99% stenosis in segment #7 of the left anterior descending artery (lad). After several attempts to cross the lesion with the sion blue with the support of an asahi caravel microcatheter, wire operability became deteriorated. After removal, the distal coil segment of the sion blue was found elongated. A new guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event. The patient was fine after the procedure.